Event description:
The customer reported that spectrum pump serial number (B)(4) was experiencing "air detector error." Further communication clarified that the device was alarming air in line alarms when no air was present. There was no pt injury. No further information was available.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for eval. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.